Event description:
It was reported a balloon ruptured on the first inflation at six atmospheres during a superficial femoral angioplasty procedure of a clacified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been assoicated with overpressurization or use in a calcified lesion. It was indicated this balloon was used in a calcified lesion which the co believes may have contributed to this event and do not attribute it to the device. However, without evaluating the device, the co unable to determine the exact cause for this event. The co's directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."